Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:654 was not confirmed during product evaluation. However, baxter quality engineering discovered and confirmed failure code 550:320:654:0000. This condition could not be reproduced; therefore, no assignable cause could be provided and no repair was necessary. Additional information: a device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility representative reported a colleague infusion pump with failure code 550:320:654. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.